Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 524 mg/dl. Troubleshooting was done and the insulin pump programming was correct. There were several no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Advised that the insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.